Event description:
Malposition up the ij. Upon examination of initial x-rays from day of insertion, there is catheter tortuosity noted in the right subclavian region when initially inserted and confirmed with 3cg. After it migrated up the ij, the catheter was power flushed while repositioning the pt's head and neck, allowing it to descend back down the svc, only then the catheter took a more natural path and extended further than originally placed, without manipulation from the insertion site. Episodes of v-tach occurred after being redirected from the ij, 2 days after insertion. The catheter was pulled back to nearly the junction of the brachiocephalic and proximal svc.

Manufacturer narrative:
The complaint of a malpositioned catheter was confirmed, but the cause is unk. One image was relevant to this file. This image showed a catheter-like object extending up the direction of the pt neck (described by the facility as the ij vein). The cause of the catheter migration could not be determined with the evidence provided. A lot history review (lhr) of rexh1416 showed other similar product complaint(s) from this lot number.